Event description:
Pt reported the infusion device was "dead". Pt stated the device switched off without any alarm or error message. Pt reported experiencing an elevated blood glucose level of 300 mg/dl but no health problems. Pt reported changing the battery 3 times; the infusion device starts, goes through the self-test and then displays an e8 (power interrupt). Pt reported being unable to confirm the error message with the ok button. Pt stated he changed the battery a 4th time and now the ok button works. Pt reported he set the infusion device in the stop mode, removed the battery and inserted it again and now the infusion device starts with the e8 and the ok button doesn't work again. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified, the product meets the specification regarding the customer's allegation. The problem mentioned by the customer could not be reproduced. No malfunction of the pump could be observed. Check button works in specification. Pump not switched off without any alarm/error message by it self. Pump shows always e8 when customer switch off the pump in run mode.